Manufacturer narrative:
Probe not returned to manufacturer for evaluation. Device history record review did not show any issues.

Event description:
Significant frosting up the shaft of the probe during procedure.